Event description:
It was reported that a one-link IV needle free connector would not flow. The lines were reported to be blocked when patient returned to therapy. The patient would receive their therapy with no issues, go home and return for therapy unable to prime their line. There was patient involvement, however, no adverse event was associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.